Event description:
Foley catheter was placed. At that time, it was noticed that the drainage bag was leaking at the closure clamp. It was then discovered that there were two other incidents where this occurred. The drain port was closed tightly, yet the urine was leaking from the drain. This leak was not a stream, but a constant steady drip. All of the kits from that lot were removed from circulation.